Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 07:59:40 erp_rfc_user related svn (B)(4) ____________________ complaints text (B)(6) 2018 07:57:36 (B)(4) initial notes: customer has been having issues with highs and lows for over a month inquired what led up to the complaint. Customer response: latest event has customer had a low where she was taken to hospital customer's outcome pertaining to the complaint: assisted additional notes: 390/short period of time husband advised of his age and that he did not want to ts for issues ship: nothing / return: nothing advised to monitor pump and wife's bg.

Manufacturer narrative:
Updated concomitant products.